Event description:
Device had a kink in the narrow end of the shunt. The blood did not flow properly through the shunt. The doctor had to remove the shunt and use another shunt form their inventory. There was no delay in surgery and no patient injury was reported.